Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that when using a smiths medical portex mini-trach ii seldinger kit at the end of a procedure, the user attempted to tighten the cap of the tracheal cannula, but found that "the protuberances inside the cap were crushed". Subsequently, they "replaced it with a new product and reworked the procedure". No adverse patient effects were reported.

Manufacturer narrative:
The affected component is supplied to cumbernauld by smiths medical fraureuth. The sample for this complaint was sent to the manufacturing site, (B)(4) who carried out a full investigation into the reported issue based on the sample which was returned. The cannula cap of the tracheostomy could have been deformed due to high temperatures (i.e. During sealing of finished good kit (100/461/000) in cumbernauld). The reported customer complaint has been confirmed, and the problem source has been determined to be a result of manufacturing.